Event description:
It was reported that pump malfunction occurred while customer was in the middle of changing cartridge. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.